Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision due to lead migration, it was discovered that the ipg header contained fluid. The physician decided to explant the ipg and implant a new one. The patient is reportedly doing well following the revision.